Manufacturer narrative:
The lead was returned without a reported related event. As received, a complete lead was returned for analysis. Visual analysis found an external insulation abrasion consistent with friction to the device can was noted breaching the outer insulation and exposing the outer coil proximal to the suture sleeve tie impression. Electrical testing did not find any indication of internal shorts. All other damages found are consistent with procedural damage.

Event description:
This report is to advise of an event of external insulation abrasion due to lead to can friction noted on the right atrial (ra) lead observed during analysis.